Event description:
Information received indicates the head of the bed is drifting down slowly.

Manufacturer narrative:
After replacing the CPR valve, the technician replaced hydraulic valve to repair the bed.